Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred despite the pump being within acceptable labeled altitude operating range and that the pump indicated a data log corruption. The customer's blood glucose was 300 mg/dl. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.